Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station could not dispensing double checked and the medication was greyed out. A technical support specialist (tss) explained that a medication appearing greyed out would display the reason when selected. Common causes included insufficient user role permissions for the specific medication or a potential storage failure. It was noted that details for this ticket were limited; however, the user had not been active for the past 45 days. Based on this information, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the system was unable to perform double check dispensing, as the option was completely grayed out. However, there were no delays, adverse events or injuries reported based on this event.